Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery. The rotating hemostatic valve (rhv) was being used in a procedure; however, a leak was noted at the rhv cap. Therefore, the rhv was replaced with another rhv. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect and/or the port of the device being connected was compromised resulting in the reported leak; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.